Event description:
It was reported that during an unspecified procedure stent damage occurred. The physician advanced the 2.5x12mm express2 stent to the lesion in an unspecified vessel and attempted to cross a previous placed stent and the stent strut lifted up. There were no patient complications. The procedure was completed with another 2.5x12mm express2 stent. Patient status is reported as "ok".

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed.(B)(4).